Manufacturer narrative:
(B)(4). Review of the (B)(4) 2010 architect analyzers i1000sr i2000-i2000sr metrics identified no adverse trends in conjunction with the complaint issue currently under evaluation. A preventive maintenance checklist and maintenance guidelines are provided in the architect I system service and support manual. The guidelines include the inspection procedure for the liquid drain system. Removal and replacement procedures are also in the manual and include procedures for the waste manifold. Electrical hazards are discussed in section 8 of the architect system operations manual. Precautions listed include: keep liquids away from all connectors of electrical or communication components. Keep the floor dry and clean under and around the architect system. Clean spilled fluids immediately. Based on the available information, a deficiency was not identified.

Event description:
The field service representative (fsr) stated that while performing preventive maintenance on the architect i2000k analyzer, he failed to re-connect the gutter to the waste manifold. As a result, fluid leaked on the floor and came in contact with the power cord from the accelerator aps and generating sparks. The fsr resolved the issue and confirmed that there were no injuries.